Manufacturer narrative:
(B)(4). The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the catheter fell out of the patient after insertion. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history record review could not be conducted since the lot number was not provided. The manufacturer will continue to monitor and trend related events.